Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was unknown. Customer reported receiving the alarm while delivering a bolus. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was unable to exit with a push plunger. Customer was advised their reservoir/infusion set connection was severed. The customer was advised to replace their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.